Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1114 mayfield infinity skull clamp had movement or too much play in the rocker arm during an unspecified procedure. Additional information had been requested.

Manufacturer narrative:
The returned unit did not meet all specific functional test. The lock has both rotational and lateral movement and a residue buildup was present. The lock needed new components added to replace worn internal parts; unit needed to be machined to have heli-coils added to large starburst threads; general maintenance and cleaning required. A device history record review showed no abnormalities related to the reported failure. The device was manufactured in 2012. The reported complaint was confirmed. The complaint was likely caused by wear and tear over time. Device identifier (B)(4).

Event description:
N/a.